Event description:
It was reported that in the palliative care department. The catheter self-expelled from the patient when the patient was washed. Once out of the patient the staff noticed the inflation of the balloon was asymmetric. A second catheter, from the same lot number was going to be inserted in the patient but during the test of the balloon the staff observed the same issue. No consequence reported.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. 1 piece of actual sample was returned for investigation. Based on the complaint description, it was reported that the catheter self-expelled from the patient which may suggest that the balloon had leaked. Investigation was performed on the sample by inflating the balloon with l0ml of water. After 20 minutes, the sample could stay inflate with no issue and no leak was observed. In our current standard operating procedure, the raw balloons are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Leak balloon could happen due to several reasons. However, based on the investigation conducted on the returned sample, no deflation or leak issue observed, therefore this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that in the palliative care department. The catheter self-expelled from the patient when the patient was washed. Once out of the patient the staff noticed the inflation of the balloon was asymmetric. A second catheter, from the same lot number was going to be inserted in the patient but during the test of the balloon the staff observed the same issue. No consequence reported.